Manufacturer narrative:
Device code relates to component code for the reported event of loop wire at the end of peg tube broke. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown. According to the complainant, during the procedure, when they were pulling the peg through the stoma site, the loop on the end of the tube broke. The physician used a hemostats to grab the wire and pulled the peg into place. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.